Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation an alert for high pacing impedance on the left ventricular lead was noted. The lead was repositioned on (B)(6) 2016. The patient was stable before and post procedure.